Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer treated with manual injection and bolus for high blood glucose level. The customer declined troubleshooting. Customer mentioned other blood glucose values such as in the range of 100 mg/dl, 100 mg/dl to 120 mg/dl, 212 mg/dl. The insulin pump will not be returned for analysis.